Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent foreshortening occurred. The 80% stenosed, 20x4.5mm, eccentric and de novo target lesion was located in a moderately calcified and moderately tortuous right coronary artery. Following predilation with an unspecified balloon catheter, a 4.00x20mm promus element ¿ drug-eluting stent was deployed to treat the target lesion. However, it was noticed that the stent got severely shortened and could not fully cover the lesion. The procedure was then completed by deploying another of the same device to cover the lesion. No patient complications were reported and the patient's status was stable.